Event description:
It was reported that an ilet user experienced an unresponsive display in which the device appeared paused with a frozen screen and, after a firmware restart via the mobile app, the top navigation elements including cartridge and notification icons could not be selected. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included customer interview and troubleshooting guidance, including a remote restart procedure. Investigation of this case revealed a device display or user interface malfunction consistent with an unresponsive touch interface, with no visible external damage reported. It was concluded that the event was attributable to a device interface failure and that a replacement device was warranted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.